Event description:
Cardiac recovery room pt (post CABG), morbidly obese. Pt was being cared for in a magnum ii bed manufactured by hill-rom. In 2002 at 8am, the pt while lying supine, was being repositioned by the nursing staff. The pt's feet were on the "lymph" (lower foot panel) section of the bed, which was elevated. While attempting to lower the raised portion of the bed, the pt's toes of their right foot got inadvertently caught between the bed. While attempting to pull their foot up, the pt suffered a traumatic partial amputation of their 4th toe and abrasions on the great, second and third toes. The appropriate physicians were notified, and a plastic surgeon attempted to attach the 4th toe. The MFR of the bed was notified and also examined the equipment. The pt was immediately removed from the bed and was placed in a similar bed through another vendor. The hospital was screened for other use of the bed and there were none in use. A decision was made to suspend use of this piece of equipment, pending further investigation. The family was notified. In 10/2002 the pt was taken to the o.r. For removal of the 4th toe.